Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge hemo monitors, measures, and records physiologic data from a human patient undergoing a cardiac catheterization procedure. The customer contacted merge to report that the study report tab locked while the hard drive failed. They were unable to get the report printed after the study was finished. Merge was able to edit the sql to remove the lock from the failed machine. The locked tab could potentially impact the system's ability to complete certain calculations as the locked tab could include relevant information. (B)(4).